Event description:
It was reported that the patient was hospitalized with hyperglycemia on (B)(6) 2026. The patient¿s blood glucose level rose to greater than 500 mg/dl while wearing the pod on the abdomen for longer than 48 hours. The patient¿s mother reported that the adhesive was not sticking, and while the patient was asleep, the pod fell off causing his blood glucose levels to spike. Reported symptoms included profuse vomiting for approximately 4 hours, diarrhea, dehydration, and risk of progression to diabetic ketoacidosis (dka). The endocrinology team assessed the patient and diagnosed severe hypertension and inadequate insulin delivery associated with loss of device adhesion. The patient was treated with intravenous fluids, insulin therapy, antiemetics, and analgesics. Patient was discharged on (B)(6) 2026.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 18.6. Hardware: iphone 17.2. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.